Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used for treatment of a lesion in the circumflex artery (cx). One 30-second treatment was performed, but there was still audible feedback (engagement). The physician removed the oad and performed multiple 1.5mm angioplasty balloon inflations at pressures up to 28 mmhg were made proximally, but the balloon could not be advanced through the mid cx. Two additional 25- to 30-second low-speed atherectomy treatments were performed with only 10- to 15-second rest times in between. During the fourth treatment, the 25 second treatment time was called, and physician was reminded to find a safe place to rest the device. However, the physician continued to treat for an additional 35 seconds. The physician was using fast advancement technique (10-15mm per second) and was reminded that 1-3mm would help to avoid complications. The physician slowed treatment somewhat but was still advancing. Wire positioning was lost when the oad became stuck on the wire. After the oad and wire were removed, the wire was removed from the device without issue. The cx was rewired, and angioplasty was performed several times with 2.0mm and 2.5mm balloons. A large, contained hematoma was identified in the mid cx, and a stent was deployed. However, a small perforation was noticed thereafter. Echocardiogram did not show pericardial effusion. The patient was on impella support but lost pulsatility after a fifth treatment of the cx, which was applied for 60 seconds. Slow flow was observed. This was resolved with stent placement. The lad was then treated without issue. Ivus and post dilation were completed in both vessels. A dissection unrelated to any csi device was also treated. There was still some extravasation noted on imaging, but the physician believed this would resolve without intervention. The patient was discharged in stable condition.